Event description:
A report was sent by the initial reporter (B)(6) to FDA (mw5060085). (B)(4), as copan flock technologies us agent, became aware of the event on (B)(6) 2016 through FDA letter. On the same day (B)(4) informed copan flock technologies. The medwatch from FDA was received in the mailbox by (B)(4) as first and sole notification of the event. The description of the event in the report submitted by the user was as follows: "we used the floqswabs (copan flocked swabs) to perform a nasopharyngeal swab. The swab broke at the molded break point while the swab was being performed, hence leaving the tip in the nasopharynx. Diagnosis or reason for use: research study to determine pneumococcal colonization." On (B)(6) 2016 an email was sent to dr. (B)(6), physician at (B)(6), asking to fill in a questionnaire in order to acquire more information about the event. On (B)(6) 2016 dr.(B)(6) replied with the filled in questionnaire which contained the following information: the event occurred on (B)(6) 2016 at (B)(6) hospital: a female patient over 65 years was swabbed in nasopharynx. The purpose of sampling was to investigate the presence of pneumococcus pathogen. The patient was collaborative and not sedated during the collection. The swab broke in correspondence to the diameter change, so in a different point than the one indicated in mw5060085, leaving the tip in the nasopharynx of the patient. We also received a picture of the broken swab. Dr. (B)(6) provided also more information by email : "ent did finally come to the ed. They performed a scope and saw no fragment left. The patient has not seen the tip in her stool. The patient has been doing well. My nurse spoke with her about 2 weeks ago."